Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the cause of the empty reservoir was an appointment mistake. Actions/interventions taken to resolve the empty reservoir included refilling without difficulty. The empty reservoir was resolved, and the patient¿s weight was unknown. The patient was doing well. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2019. It was reported the personal therapy manager (ptm) had an error code 8286; empty reservoir. The ptm shows (B)(6) 2019 and battery is ¿ok¿. No symptoms were reported. No further complications were reported.